Manufacturer narrative:
Patient code 3191 used to capture the surgical intervention. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered inappropriate shock therapy due to oversensing. It was reported that the patient was pushing a car at the time. An attempt was made to replace this system with a transvenous cardiac resynchronization therapy defibrillator (crt-d), however, a right ventricular (rv) defibrillation lead implant was unsuccessful due to the patient vasculature and the procedure was ended. Defibrillation threshold (dft) testing was performed with this system and the time to therapy was noted to be 25 seconds, which, the physician felt was long. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported. It was reported that the device was later explanted and returned. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered inappropriate shock therapy due to oversensing. It was reported that the patient was pushing a car at the time. An attempt was made to replace this system with a transvenous cardiac resynchronization therapy defibrillator (crt-d), however, a right ventricular (rv) defibrillation lead implant was unsuccessful due to the patient vasculature and the procedure was ended. Defibrillation threshold (dft) testing was performed with this system and the time to therapy was noted to be 25 seconds, which, the physician felt was long. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.